Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged from the original implant site. A revision procedure was performed, during which the physician decided to explant and replace the lv lead. No additional adverse patient effects were reported.